Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 314 mg/dl after changing infusion supplies about an hour earlier, with no visible kinks, air bubbles, leakage, or bent cannula, and the user performed an unprompted meal announcement to self-correct before being counseled against insulin stacking. Symptoms included elevated blood glucose. Outcomes included user education on safe operation and a plan to reassess site viability after an additional hour. Investigation included customer care troubleshooting, visual checks of the infusion setup, verification of insulin delivery through tubing drops, and coaching on appropriate device use. Investigation of this case revealed no alarms, no mechanical malfunction observed, and no identifiable device component failure, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.